Manufacturer narrative:
Information was forwarded from the owner establishment zimmer, inc., which markets the device in the u.s. This report was originally submitted under 1822565-2011-00242, however, after receiving additional information it was found that the device involved was manufactured at another site and therefore, this new report is being submitted. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the patient is experiencing lower back pain going down leg.